Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4); a complaint sample was not provided for evaluation. Any potential contributor to the failure mode in addition to the fact reported by the user that a non-original cap was used on the catheter, could not be evaluated further due to a lack of investigation evidence. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. Consequently, the investigation determined no contribution of the manufacturing processes to the reported complaint failure mode exists. Additionally, a thorough review of applicable design specifications and procedures did not identify any issues that may have contributed to the reported failure mode. Thus, the investigation determined no contribution of the design processes to the reported complaint failure mode exists. Based on the investigation results, a definitive root cause could not be identified since no sample has been returned for analysis.

Event description:
On (B)(6) 2014, the distributor received an email from a local pharmacy interested in knowing how to order some spare parts for a pleurx placed on a patient. To address the issue the distributor asked to be contacted by the patient. Thus he found out the trouble was due to the unidirectional valve, which was closed by the patient with a non-original cap, as the original one had been lost. The patient was taken to first aid because some air passed through the damaged valve and entered the chest. No other information available so far.